Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted. Should further information be provided.

Event description:
Boston scientific received information that shortly after the routine device replacement procedure the patient with this implantable cardioverter defibrillator (ICD) decompensated due to a pleural effusion. The patient was treated with intravenous diuretic therapy. This device remains implanted. No additional adverse patient effects were reported.